Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23oct2018. Philip's field service engineer (fse) performed troubleshooting but was unable to duplicate the reported event; however, the fse did find the device logged errors 100a and 110a (proximal pressure sensor auto-zero failed) in the history logs. The fse verified pin alignment and then replaced the data acquisition board, motor controller board, power management board and central processing unit as a preventative measure. The device passed preoperational and performance verification testing.

Event description:
It was reported that the unit logged error codes 110a (data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed) and 1007 (machine and proximal pressure sensors failed). There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 09jan19, date rec¿d by MFR : 07jan19. The data acquisition board, motor controller board, power management board and central processing unit were returned for to philips evaluation; however, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.